Manufacturer narrative:
The customer contacted siemens to report a delay of approximately two hours in testing patient samples for total human chorionic gonadotropin (thgc) and gamma glutamyl transferase (ggt) on the atellica ch 930 module of an atellica solution instrument. The customer stated the instrument software did not provide any indication that testing was not possible. Siemens reviewed instrument log files and found that the software had disabled the total human chorionic gonadotropin (thgc) and gamma glutamyl transferase (ggt) tests. The operator enabled the tests and processed patient samples without further delay. The cause of the delay in testing patient samples for thcg and ggt was the instrument software having the tests disabled. The instrument is meeting specifications. No further evaluation of this device is required. MDR 2432235-2019-00190 was filed for the same event.

Event description:
There was a delay of approximately two hours in testing patient samples for total human chorionic gonadotropin (thgc) and gamma glutamyl transferase (ggt) on the atellica ch 930 module of an atellica solution instrument. There are no known reports of patient intervention or adverse health consequences due to the delay in testing.